Event description:
It was reported that a 74 yo male patient, initial left knee implanted in (B)(6) 2017, was revised in (B)(6) 2025, approximately 7 years 5 months post the initial procedure. The patient complained of pain, they had a recalled patella and insert. They were revised to a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return. Chain of command, due to the recall the hospital will not release them. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5; (B)(6), 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t; (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.